Event description:
It was reported that 16 of the bd micro-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: the drug solution did not come out.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4. Device expiration date: unknown h4. Device manufacture date: unknown.

Event description:
It was reported that 16 of the bd micro-fine¿+ pen needles were unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: the drug solution did not come out.

Manufacturer narrative:
H6: investigation summary fourteen open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No, cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on twelve samples. Due to the condition these samples were returned no clog test could be carried out. A clog test was carried out on two remaining samples and no issues were observed. See attached data collection form. No DHR review can be carried out as lot number is unknown. As all confirmed samples were returned open it is not possible to determine root cause. H3 other text : see h10.